Event description:
Caller reported advantage system blood glucose results of 331 mg/dl and 450 mg/dl, aviva system result of 140 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement sent.

Manufacturer narrative:
(B)(6).